Event description:
Additional information stated the ¿patient still didn¿t feel stimulation¿ at the time of follow-up.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ¿felt stimulation ok¿ at 5 volts following the replacement of their implantable neurostimulator (ins). It was further reported that ¿after 24 hours the patient claimed the stimulation stopped and she didn¿t feel anything.¿ it was stated the patient¿s physician had tried 10.5 volts ¿with no response from the patient.¿ impedance testing was performed and found ¿ok¿ impedances. It was noted the ins remained in the patient at the time of report. The patient¿s outcome was reported as having experienced a ¿loss of stimulation.¿ it was stated the patient had not experienced harm, injury, or death as a result of the event. Additional information stated that impedance testing performed during the first 24 hours after replacement when the ¿patient claimed that she felt stimulation was the same¿ indicated the impedance between electrodes one and two was 2031 ohms. It was reported that impedance testing was performed six to seven times during the ten day following the replacement and that the ¿results were always the same or almost the same.¿ it was noted that during the replacement procedure only the ins was replaced and an adaptor was added in order to use the lead that had been implanted eight years earlier. It was stated the patient had not experienced any reported falls. It was further stated the patient had not experienced any shocking/jolting or warmth around the pocket. It was reported the patient¿s loss of stimulation was not position dependent. It was noted that x-rays had been taken and the patient¿s physician ¿said that everything looks ok.¿ further information has been requested. A supplemental report will be filed if additional information is received.